Event description:
It was reported that after six hours after the insertion, cedv alarm went off and it became unable to measure continuous cardiac output. Customer tried to change 70cc2 cable and found blood leakage from the thermistor connector.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that a vigilance error message "check catheter and cable connection" was observed. A cut down of the catheter near the lead wire to thermal filament trace weld revealed that both lead wires were found to be detached at the weld. Blood residue was visible inside the thermistor connector. A slit was found, 0.03 inches in length, at the 33.5 cm area, which entered the thermistor lumen. Catheter body appeared to have been stretched with visible ripples in the thermistor leadwire inside the catheter body.